Event description:
This is (B)(6), date of birth: (B)(6). I underwent a surgery dated (B)(6) 1998, at (B)(6) hospital, (B)(6), total hip replacement type: howmedica. I read in the internet that there are recalls for the hips replacement in (B)(6) hospital and compensation on all the hips replacement that have side effects. Please I need help for the surgery and compensation.